Event description:
The customer reported that an erroneously high creatinine-kinase mb (ck-mb) result was generated by the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within spec prior to the event. The results were reported out of the lab. The sample was retested on another system and the results obtained were within specs. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse performed two high sensitivity system checks; the results were within spec. The fse then changed the aspirate probes and duck bill and cleaned the probe wash station. Although parts were cleaned and exchanged, no root cause could be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.